Event description:
Info from medical records received for review: on (B)(6) 2005 - recurrent incarcerated incisional herniorrhaphy w/bard mesh. On (B)(6) 2007 - incisional herniorrhaphy (repair with sutures) and small bowel resection. On (B)(6) 2007 - recurrent incarcerated incisional herniorrhaphy w/bard ventralex mesh. On (B)(6) 2007 - recurrent incarcerated incisional herniorrhaphy, removal of "infected old mesh". Fistulous track to skin was opened. On (B)(6) 2008 - recurrent incisional herniorrhaphy w/proceed mesh and removal of "old abdominal hernia mesh". On (B)(6) 2008 - laparotomy w/drainage of pelvic abscess and removal of infected mass. Pathology report indicates mesh removal.

Manufacturer narrative:
The medical records provided indicate pt has extensive history of recurrent incisional hernias w/small bowel incarcerations. The medical records provided indicate the pt had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The operative report does not specify a specific product problem or reason the bard mesh was explanted and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2010-00485 for info related to the ventralex mesh implanted on (B)(6) 2007.